Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to recurring incontinence. It was noted that the device did not work, and a pinhole was found in the cuff, resulting in fluid loss. A new aus device was implanted with no additional patient complications.